Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported the pt's pump, which was in a dacron pouch, became loose in the pocket when the sutures gave way. The hcp instructed the pt to wear an abdominal binder until the pump replacement surgery could be performed. The pt considered the abdominal binder a nuisance. No other pt symptoms were reported. The pump contained compounded baclofen (500 ug/ml) - dose not reported. The pump was replaced and the pt is reported to be "doing fine".